Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of stroke, hypotension and transient ischemic attack (tia) are listed in the emboshield nav6 embolic protection system instructions for use as known patient effects of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion in the carotid artery. The emboshield nav6 embolic protection device (epd) was advanced and the xact stent was implanted; however, within 3 minutes, while the filter was still in place, the patient experienced a transient ischemic attack (tia). The patient became hypotensive. Medication was given and the blood pressure was brought back up. The patient was stabilized and moved, but experienced a major stroke. The patient was then intubated and transferred to the ICU. In the physician's opinion, the stent did not contribute to the tia and stroke; however, the cause is unknown. No additional information was provided.